Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for pain due to failed back surgery syndrome. The pt underwent explantation of the pump and catheter in 1999 after the hcp found the amount of drug remaining in the pump reservoir was greater than expected during a pump refill procedure. The pump and catheter were returned to the MFR for analysis. The pt underwent implantation of another synchromed pump and catheter in 1999. The hcp has not reported any difficulties with the new pump and catheter.